Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months, 25 days. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic for routine follow-up. There was drainage and erythema to driveline. Patient was started on doxycycline and ciprofloxacin. Cultures were obtained and were positive for staphylococcus aureus. Drainage had completely resolved and erythema was nearly completely resolved. Ciprofloxacin was stopped and doxycycline was continued until course was completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the specific cause for the reported event could not be determined. There were no device or therapy issues associated with the event. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.